Event description:
The biomedical engineer (bme) reported that the waveforms at the remote network station (rns) were not displayed properly, and the waveforms seemed to be rewriting over existing ones. All the buttons at the bottom of the rns were greyed out and no error message was seen at either the rns or the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the waveforms at the remote network station (rns) were not displayed properly, and the waveforms seemed to be rewriting over existing ones. All the buttons at the bottom of the rns were greyed out and no error message was seen at either the rns or the central nurse's station (cns). No patient harm was reported. Investigation summary: the customer was advised by nka tech support to do the following to troubleshoot the issue: reboot the rns/cns, check to ensure that all the connection cables were properly connected (lan cables, video cables) and to make sure none had been damaged, check that the cns did not have any hdd error lights lit. The customer stated they would perform these checks and would call back with the results. However, the customer did not call back with the results. A root cause cannot be determined. Due to the age of the complaint, new information is unlikely to be available. Good faith efforts have been sent to the customer to obtain additional information, but the attempts have not resulted in additional information. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. It is likely that a reboot resolved the issue or that the customer was able to reseat improperly inserted cables. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1 01/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the cns. Remote network station: model: rns-9703-024 sn: (B)(6).

Manufacturer narrative:
The biomedical engineer reported that the waveforms are not being displayed properly and that the waveforms seem to be re-writing over themselves. They stated that all buttons at the bottom of the remote network station (rns) are greyed out. Customer states that no error message is seen at either the rns or the central nurse's station (cns). The customer was requested to reboot the rns / cns; check to ensure that all the connection cables were properly connected (lan cables, video cables) and to make sure none have been damaged. They have also been instructed to check that the cns does not have any lit hdd error lights. It is unclear whether this issue has been resolved, and whether this was only occurring at the rns which is the secondary monitoring system or at the cns as well. The cns is the primary monitoring system. They have been contacted for additional information, but they have been unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 01/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Remote network station model: rns-9703-024 sn: (B)(4).

Event description:
The biomedical engineer reported that the waveforms are not being displayed properly and that the waveforms seem to be re-writing over themselves. They stated that all buttons at the bottom of the remote network station (rns) are greyed out. Customer states that no error message is seen at either the rns or the central nurse's station (cns). The customer was requested to reboot the rns / cns; check to ensure that all the connection cables were properly connected (lan cables, video cables) and to make sure none have been damaged. They have also been instructed to check that the cns does not have any lit hdd error lights. It is unclear whether this issue has been resolved, and whether this was only occurring at the rns which is the secondary monitoring system or at the cns as well. The cns is the primary monitoring system. They have been contacted for additional information, but they have been unresponsive. No patient harm was reported.